Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "left prosthesis rupture."

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., g.1., h.3., h.6. Device evaluation visual analysis of the returned device identified: underweight, missing and broken. A microscopic analysis was performed which identify sharp broken in the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening in the posterior side assessed as unidentified (tear) opening. -missing piece of the shell assessed inconclusive.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This record relates to the left side.